Event description:
Boston scientific received information that the pacemaker associated with this right atrial lead triggered a lead safety switch, changing the lead's configuration from bipolar to unipolar. The lead's pace impedance measurement subsequently was high and out-of-range; device interrogation showed more than 48 thousand atr (atrial tachycardia response) mode switches with noise. A boston scientific technical services consultant (ts) discussed the probability of a lead fracture. The calling health care provider (hcp) planned to discuss the issue with the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should additional information be provided.